Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced 2:1 atrioventricular block and was not feeling well with newly implanted leadless implantable pulse generator (ipg). Atrial undersensing was observed and the patient was called in clinic. Leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.